Manufacturer narrative:
The pump error 63 was confirmed in the pump history due to a cold solder joint at the keypad assembly. The pump was received with operating currents within specification. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a cracked case on the back at the battery tube area, a cracked keypad overlay at the select button, minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for an error and that a main part had a crack. No blood glucose reading was given. The insulin pump will be replaced and returned for analysis.